Event description:
(B)(4). During a procedure of a tubular plate fracture the surgeon was putting a 4.5mm cannulated screw anterior to posterior to reduce fracture fragment. Surgeon tightened with a washer, and put screw into the bone by hand. Once tightened, under inter-operative x-ray, it was noticed immediately that 1cm from the head of the screw is broken into the bone. The head of the screw remains into the bone. Surgeon added 2 more cannulated screws to complete the procedure. Procedure delayed by 10 minutes.

Manufacturer narrative:
Complaint conclusion: investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.